Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) clearlink tubing sets would not prime despite all clamps being open. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Two used samples were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test and clear passage tests were performed with no issues noted. Functional testing was performed with no issues noted. The reported condition was not verified in either sample. Should additional relevant information become available, a supplemental report will be submitted.